Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019 with unknown blood glucose. The customer had diabetes ketoacidosis multiple times. The customer¿s blood glucose level at the time of the incident was over 800 mg/dl. The customer was treated with the insulin drip and shot. The customer had strep, threat and pancreatitis. The customer alleges the insulin pump had under delivery. The customer reported that insulin pump had no delivery issue and which was resolved by changing the complete set. The device will not be returned for the analysis.